Event description:
Information received by medtronic indicated that the customer experienced high blood glucose with the value at the time of the incident being 22 mmol/l. It was treated with a corrective dose. Customer reports insulin flow block alarm during fill tubing. Customer stated that insulin did not exit. No harm requiring medical intervention was reported. Troubleshooting was done and found that customer had been using insulin pump system within 48 hours of reported high bg event. Also auto mode feature was active at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring: black. Pump case type: ngp. Customer returned pump for an alleged high bg and no delivery alarm observed on 24-aug-2022. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on 24-aug-2022 at 22:44:21.000 during priming in the pump downloaded history. The pump was cut open to perform visual inspection and found moisture damage on the motor and harness assembly vibrator. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. In summary, customer¿s alleged insulin blocked alarm during priming was not confirmed during testing. Exposed to moisture was confirmed at the motor and harness assembly vibrator. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Concomitant products have been provided with this report in section d10. Type of reportable event was updated correctly in section h1. Adverse event was updated in section b1.

Event description:
It was reported that the customer experienced high blood glucose with blood glucose of 22.2 mmol/l. Customer did not alleged insulin pump was under delivering. Customer experienced symptoms related to high blood glucose. No further patient complications were reported. The device was returned for the analysis.